Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site due to migration. The patient underwent a revision procedure wherein the ipg was relocated and it was also replaced. The patient was doing well postoperatively. Explanted ipg was discarded.